Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver was perpetually rebooting. Open receiver, detached ui pcba, and retrieve the receiver download and passed. The receiver download review did not find any issues. Opened receiver case for interior inspection and passed. The complaint was not confirmed for receiver overheating due to receiver perpetually rebooting and no overheating found. The reported event of an overheating receiver could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.